Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-08421. It was reported during an ipg replacement surgery (please see MFR. Report #: 1627487-2018-08565), diagnostics revealed high impedances. As a result, the physician explanted and replaced both of the patient¿s leads. Postoperatively, effective therapy was reported.